Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at below 6 atmospheres, the balloon ruptured. The device was removed without problem and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.